Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During the supraventricular tachycardia procedure, a blood leak was observed immediately after insertion of the introducer into the patient due to an introducer hemostatic valve issue. Prior to the leak, only the dilator and guidewire had been inserted through the introducer hemostatic valve. The introducer was replaced, and the procedure was completed with no adverse consequences to the patient.